Manufacturer narrative:
On 21-jul-2020, the suspected medical device was returned for evaluation. On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified non-mentor breast implants on (B)(6) 2020. The date of implantation was estimated as on (B)(6) 2005 based on information provided by the patient. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.